Manufacturer narrative:
This is default text configured for block h10.

Event description:
Patient received only 80 % of the medication and did not receive the remaining 0.4 ml [incorrect dose administered] , while injecting the medication from the vial into a syringe the patient's registered nurse observed that the plunger of the prefilled syringe needle was clogged. [Device issue] , the needle clogged about 75% of the way through the injection [needle issue] . Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered, device issue and needle issue in a 46-years-old male patient (age, gender and race was not reported) from united states. The patient's age at the time of event experience was 46 years. On 30-apr-2026, amneal pharmaceuticals received information from nurse via a telephone call and voicemail concerning above mentioned events experienced by patient while on amneal's risperidone for extended-release injectable suspension. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension, (strength, dose, frequency, route and therapy dates not reported)), for an unknown indication. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50mg/vial (ndc: (B)(4), lot number: ap250592, expiry date: 30-nov-2026 and serial number: (B)(6) once a month, for an unknown indication. Co-suspect, concomitant medication, concurrent conditions, allergies, history of smoking, alcohol use or recreational drug use, historical surgical procedure and laboratory tests were not reported. On (B)(6) 2026 the patient received a sealed medication kit from pharmacy. On (B)(6) 2026 while injecting the medication from the vial into a syringe the patient's registered nurse observed that the plunger of the prefilled syringe needle was clogged. Upon asking she stated that patient received only 80 percent of the medication and did not receive the remaining 0.4 ml. She further confirmed that consumer did not experience any side effects due to the half dose. Last action taken with risperidone in relation to incorrect dose administered, device issue and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered, device issue and needle issue was unknown. The reporter did not provide the causality of events incorrect dose administered, device issue and needle issue with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.